Manufacturer narrative:
The instrument was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe was not bent as reported, but with markers attached and fully seated, the probe displays a high geometry error due to a bent support arm for marker #3. Otherwise, the probe displays a good divot error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tip of pointer was bent. No patient was present at the time of the event.